Manufacturer narrative:
Further testing of the returned computer confirmed the os corruption and found no faults with the computer hardware; the computer passed phd testing. A software investigation into the corrupt operating system was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
On 10/06/2015: a medtronic representative, following-up at the site, reported the user was in the accuracy verifying stage and alleged the inaccuracy immediately after registration. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system became unresponsive. The site alleged they experienced software becoming unexpectedly unresponsive while using axiem cranial 3 times. The first time was after dicom query retrieve (q/r) patient exam and loaded into the navigation system, when proceeding next to equipment page, mouse cursor was able to move still, however, repeated attempts click the next button, or any other button, failed to respond. User was not able to click back, or exit the software properly. A hard re-boot of the navigation system was performed, after which, the user was able to complete tracer registration. While verifying accuracy, navigation system again became unresponsive. A second hard re-boot restored function. The user alleged that navigation was not accurate and attempted to re-register the patient using tracer registration. Midway through tracer registration, the navigation system became unresponsive for the third time. The surgeon opted to continue the procedure and completed, as planned, except without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient sex and age now provided. Software investigation completed: the logs do not contain anything that specifically indicate why the system became unresponsive. However, the symptom is consistent with a problem with the hardware, as evidenced by the repeated unresponsive states. It was recommended to replace the computer. A medtronic field representative replaced the computer and this resolved the issue. No further issues since computer replacement. Suspect computer has not been returned for further analysis. System is functioning properly after computer replacement.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to login properly during initial testing. Attempts to log into any application including admin yielded an unrecoverable error and reboot to login screen. The issue was caused by a software issue related to a corrupt operating system. (B)(4)